Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller mentioned that they "hate this thing" when setting up the recharger and said it's so hard to find the implant and charge it. Caller noted that they usually have to reposition over and over before it gets started, and if they bend over or sneeze then it says the connection is lost. Caller noted the battery in their back drains quickly and takes a long time to charge, sometimes an hour and a half. Agent asked caller if they could feel where the implant is located in their body and caller did not answer. Caller also mentioned that the recharging belt is worthless and they wear a back brace instead to keep the recharger in place. Agent had caller reset the controller and initiate a recharge session. Caller immediately connected with excellent recharge quality and remained there for several minutes throughout the call. Caller noted the implant battery level went from 30% to 40% during the call. Agent reviewed with caller everything appears to be working as intended and to monitor the issue and call back if it persists. Agent also reviewed recharging best practices. Troubleshooting steps taken on the call resolved the reported issue.